Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back with a continuation of the same issue. They stated they usually have to increase the stimulation to a point where it is painful in order to be able to pee. The patient has not peed 1/7/21 or 1/8/21. They tried increasing amplitude on programs 6,7 and 1 and increased to 8.5 on each. They still did not feel any stimulation. The patient usually feels stimulation around 3.0. They recently had a fall. . The patient saw 'device is not responding' because they were putting the white side of the communicator over the implant instead of the blue. When they clicked on the mytherapy app, it requested a communicator update. The update got to 100% and 'failed'. They restarted the equipment and were able to pull up the therapy settings without it asking for update. After about 20 minutes, it asked for another update and we repeated the same process. The patient saw 'device is not responding' because they were putting the white side of the communicator over the implant instead of the blue no further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was caller 1st said the patient said stimulation as too high and was hurting. Reviewed how to communicate w/ the ins. After communicating with the ins the patient said they could not feel stimulation and wanted to increase stimulation. Caller was able to increase stimulation to where the patient could feel stimulation. Caller said the patient wants to be able to urinate. Patient told caller when the patient cannot urinate they increase stimulation and can urinate. Caller was unsure of patient was really increasing stimulation as the patient thought their stimulation was at 3.4, but was really at 1.5. Patient saw 3.4 in the tutorial. Caller said the patient has only been going to the bathroom twice a day. Caller said the patient doesn't think twice a day is enough and the patient has swollen feet. Patient has an appointment on (B)(6) 2020 with health care provider the patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.